Event description:
The consumer reported that the implantable neurostimulator quit working, meaning that she wasn't getting any benefit though it was stimulating. The patient was unsure when she lost benefit and noted that the last time she ¿hooked it up¿ it made her more nervous than anything. The implant was explanted. Further information received from the consumer reported that she did not know the circumstances that led to not getting any benefit from the device and was reprogrammed to turn it off and on for different time periods. The indication for use was radiculopathy and spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.